Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to elevated impedance measurements and elevated threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.